Event description:
It was reported that a vns pt is having an increase in seizures that have been occurring for the last couple of months. The treating neurologist believes the increase is in relation to how long it has been implanted and it is unk if the increase is above, below or back to pre-vns baseline. The pt's device is not at end of battery life and diagnostics performed confirmed device function. The pt's generator has been replaced and explanted generator is being returned to manufacturer for product analysis. Good faith attempts to obtain additional info have been unsuccessful to date.